Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that "the connector was missing the o-rings and didn't work properly - gas leakage alarm. And there was some struggle with the guide wire: it didn't pass smoothly". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. See associated MDR #3010532612-2023-00702.

Manufacturer narrative:
(B)(4). Additional information received on 14 dec 2023 states that "the failure of the sealing rings was noted during use of the device, when the device started to alarm. There was no harm to the patient, as we exchanged the product immediately". The information further notes "another catheter was used, due to the failure of the first one. Insertion was performed via the femoral artery." The reported complaint that "there was some struggle with the guide wire: it didn't pass smoothly" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the connector was missing the o-rings and didn't work properly - gas leakage alarm. And there was some struggle with the guide wire: it didn't pass smoothly". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. See associated MDR #3010532612-2023-00702.

Event description:
It was reported that "the connector was missing the o-rings and didn't work properly - gas leakage alarm. And there was some struggle with the guide wire: it didn't pass smoothly". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. See associated MDR #3010532612-2023-00702.

Manufacturer narrative:
(B)(4). The serial number (B)(6) recorded on the complaint report matches the serial number on the returned sample. Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box within a clear bag. Returned with the sample was two (2) 0.025in guidewires and the supplied 40cc driveline tubing. Upon return, the 40cc inflation driveline tubing connecter was noted with both o-rings missing. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. No blood was noted on the exterior surfaces of the returned sample. No blood was noted within the bladder/helium pathway. The customer photos were reviewed. The photo shows the 40cc inflation driveline tubing connector with both o-rings missing. The finding noted in the photo is related to another complaint. The photo shows the serial number of the iabc which matches the serial number reported on the complaint report. The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0073in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The returned 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at approximately 82.6cm from the iabc distal tip. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 2.5cm from the iabc luer. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab tight over guidewire is confirmed. During the investigation, a guidewire was unable to pass through the central lumen near the iabc bifurcate. No blood or debris was noted during guidewire testing. It cannot confidently be determined what caused the blockage in the central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blocked central lumen. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.